Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones. Interrogation revealed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There was also evidence of varying right ventricular (rv) lead pace impedance measurements. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that the device was explanted and will be returned for analysis. The rv lead was tested on the pacing system analyzer (psa) and through the replacement device. The rv lead was functioning normally and thus remains in service.